Event description:
The customer reported via phone call that she was receiving incorrect readings from sensors. Customer reported an incident in which her sensor glucose level read 79 mg/dl, but her blood glucose level dropped so low that she lost consciousness. The customer reported that she was awoken by paramedics who read her blood glucose level as 35 mg/dl. The customer was advised that the sensor would be replaced but will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.